Event description:
It was reported that the implant broke during insertion and it was implanted. The broken piece was retrieved and discarded. No patient complication was reported.

Manufacturer narrative:
(B) (4): the implant remains implanted. Product return is not possible at this time. The inserter that was used to insert this implant was returned to the manufacturer for evaluation. Visual and optical examination of the instrument did not reveal any material damage in terms of fracture, cracking, or wearing. Functional check of interface with corresponding mating implant revealed proper interface with implant. No apparent damage to instrument; after visual and optical inspection and functional check with corresponding mating implant, the instrument functions as intended.